Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -11.5/3.86 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on(B)(6) 2022. The patient experienced refractive surprise. On (B)(6) 2022 the lens was exchanged with a same length but different power lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
B5: corrected to "the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -11.50/3.0/086 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022." Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found haptic torn and optic torn on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).